Event description:
Caller reported that the pump's quick bolus or wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer declined follow-up after technical support received limited information from a third-party email.